Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was residue on the bending section cover glue and insertion tube after reprocessing. The bending section cover glue adhesive had a gap. The control unit up/down/right/left knob was leaking, and the angulation shaft was deformed. The insertion part/charge-coupled device cover lens was scratched, and glue was cracked. The plastic distal end cover was cracked, and the bending tube was deformed. The connecting tube was scratched/pocket-pouch, wrinkled, discolored, and worn out. The universal cord was wrinkled and had coating damage. The up/down/right/left wire had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the body control unit on the evis exera ii gastrointestinal videoscope had air/water leakage. The issue was found during reprocessing. The procedure was not impacted as the leakage was detected during reprocessing in and endothermo disinfector machine. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed due to foreign material/residue on the bending section cover glue and insertion tube. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed scope due to foreign material/residue on the bending section cover glue and insertion tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of this discovered event was presumed as the following: since foreign material entered between the insertion section and a-rubber (bending section cover or distal sheath) glue, the material was not removed by cleaning and remained. Staff at the user facility was not trained sufficiently on pre-cleaning immediately after using the device, handling of the distal end, insertion section and reprocessing steps in accordance with the instructions for use (IFU). Although there was no information that could be judged as obvious misuse, the (IFU) reprocessing manual: states regarding pre-cleaning immediately after procedure to prevent adhesion of dirt: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." In addition, the IFU (operating manual) states not to apply stress to distal end and insertion section: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.